Event description:
During product evaluation by baxter personnel, a colleague infusion pump experienced two occurrences of failure code 703:00 on channel a. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. This involved an unremediated colleague infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty user interface module (uim) printed circuit board (pcb). The pump will not be repaired at this time and will remain in baxter inventory. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4).